Manufacturer narrative:
A bci field service engineer (fse) replaced tubing in vl57a and vl13 and bleached the bellows drain path thru vl57. No fluid was seen after repairs were concluded. Per fse, the leak was contained within the instrument and drip trays. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blood leak on top of the needle bellows and on the tube stopper on coulter lh 780 hematology analytical packaging station. The customer was wearing personal protective equipment (gown, gloves and goggles). No change to patient treatment, no death, serious injury, or exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.

Manufacturer narrative:
A bci field service engineer (fse) replaced tubing in vl57a and vl13 and bleached the bellows drain path thru vl57. No fluid was seen after repairs were concluded. Per fse, the leak was contained within the instrument and drip trays. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blood leak on top of the needle bellows and on the tube stopper on coulter lh 750 hematology analytical packaging station. The customer was wearing personal protective equipment (gown, gloves and goggles). No change to patient treatment, no death, serious injury, or exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.